Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated accutni results generated by the unicel dxi 800 access immunoassay system for one patient. The results were initially above the risk stratification range and were negative after centrifugation and repeating. Per customer "one result was about 8 to 3 when repeated; the other was 0.064 then 0.033" (accutni units ng/ml). However, no data has been supplied to date. The erroneous results were reported outside of the laboratory. There has been no report of change to patient treatment in association with this event received to bci to date.

Manufacturer narrative:
Sample, centrifugation or system data has not been supplied. A field service engineer (fse) was on-site 2008 regarding another issue: fse discussed the importance of specimen quality and pre-analytical sample processing. Fse verified all reagent and pipettor alignments. Fse performed system check and diagnostics testing, which passed per service specifications. Fse noted that qc was being performed daily and resulted within established ranges. A clear root cause for this event has not been determined to date, a malfunction will be assumed for the purpose of this report.